Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter died last night occurred. Data was evaluated and the allegation was undetermined as data does not reflect the full investigation window. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The probable cause of the transmitter failed error could not be determined. The reported event of a transmitter died last nigh is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.